Event description:
It was reported that the device was leaking a white substance during routine maintenance. There was no pt involvement and no user injuries or adverse consequences were reported.

Manufacturer narrative:
H6: upon eval, residue was discovered within the device. Maintenance was performed and the device was returned to the user facility.